Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 1 and 4 hours. The patient's mother stated the pod and the dexcomg7 were not communicating during wear. Symptoms reported include vomiting, legs hurting and feeling sick. The patient was treated with fluids. The patient was discharged after 1 day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.